Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth firing in a thoracoscopic partial pulmonary resection, surgeon was able to press the green button but handle was not able to be squeezed. Device was not able to fire. Surgeon replaced the handle and reload to resolve the issue. No patient injury.